Event description:
The customer reported that the images produced were washed out and white. There is no report of death or serious injury associated with the complaint. This issue will cause the system to be unusable due to the inability to see the live image.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable and camera were evaluated and replaced. The system was tested and found to be working as intended and returned to service.